Event description:
The date of the event is estimated: dr. (B)(6) performed a total hip arthroplasty using #2 quill for deep layer closure, 2-o vicryl for intermediate layer closure and staples and dermabond for skin closure. Seven (7) days post operative, the patient experienced dehiscence of the deep layer which required surgical intervention to repair. Patient is healing appropriately with no further intervention required.

Manufacturer narrative:
The lot number for the product used by this physician was not disclosed. One other item was reported but was not mentioned by the surgeon as one of the products that was used for this specific procedure. There were no samples returned for evaluation. Method: the device was not returned for evaluation. The lot numbers were reported as unknown. Furthermore, a review of the device history record could not be performed without the lot code information. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. (B)(4). Ra-1065q, quill srs, #2 pdo, lot# unknown. Ra-1067q, quill srs, #0 pdo, lot# unknown.